Event description:
A male patient contacted lifecor customer support to report problems with his battery pack. A recent download revealed a "battery pack fault" and a "battery charger fault" on one battery, as well as two "runtime expired faults." Support replaced the patient's battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was like random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.